Event description:
Abraxis heparin 10 unit/ml 10 ml vial and 1000 unit/ml 10 ml vial have very similar label - white with yellow bars and black lettering. The font on the 1000 unit/ml heparin is very small and is difficult to read. This resulted in incorrect product selection and a near-miss event. No pts received an incorrect medication or dose. #2 route: dental.